Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they experienced an infection to their device site. The patient stated the morning after their implant procedure they felt like they were "paralyzed in the throat and neck" and felt pain in their right side. The patient stated these episodes occurred four or five times during the next month. After those episodes, the patient stated they were diagnosed with an abscess at the incision site and a pleural effusion. The incision was lanced and they were prescribed antibiotics to resolve the infection and symptoms. Per follow up conducted, the patient was seen five days postoperative for complaints of pain. A device and implant site check were performed and were normal. The patient changed providers after that visit to an unknown provider. Additional information regarding the event was unable to be obtained. The device remains active and implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.